Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. In 2001, patient's blood glucose were 227 and 165 mg/dl. Tests were done 11-20 minutes apart. Patient did not experience any adverse events. No further information has been reported.